Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined device was not powering on. A field service engineer tested drawers had caused a short and removed the 6 drawer main power cable from all the drawers in the main and then powered the device. The device powered on. There was a large number of unopened pill packages across multiple contacts that could have cause the initial short of the machine. Cleaned out the drawer and cleared the hardware failure to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system power failure and device was offline. Customer stated that station not working and screen completely black. There were no power although plugged into outlet it causes malfunction. Customer reported that there was no delay in dispensing medication and there was able to request medication directly from pharmacy and had access to another medication on another unit. There were no adverse events or injuries reported based on this event.